Event description:
During laparoscopic surgery, the l-wire was arching in the abdomen (electrical arching), and it's coating was peeling off. Another l-wire had to be obtained to complete the surgery safely.